Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - high resistance/impedance: out of tolerance (oot) sub-threshold lead impedance alerts occur on (B)(6) dec 2012. Impedance - high resistance/impedance: lv perm pace and svc lead impedance fluctuate beginning the week ending (B)(6) 2012. (Lv perm pace >1800 ohm, svc >250 ohm. Concomitant product: 129551 competitor implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that there was an alert for intermittent high right ventricular (rv) lead impedance. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.